Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient's father stated that he started the sensor session before pairing was completed on receiver. Dexcom representative advised patient's father to stop sensor session and reset the receiver. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.